Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Devices were successful. Approximately 11.5 months post index procedure the patient had instent restenosis of the right sfa. The patient was treated 3 months later with ballooning. A pta balloon and an in.pact admiral were used for treatment. The event is reported to be resolved. Investigator assessed that the event was not related to the study device, procedure or paclitaxel.

Event description:
The clinical events committee has adjudicated the previously reported instent restenosis of right sfa approximately 11.5 months post index procedure as related to the study device, not related to the procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusions: known inherent risk of procedure (restenosis). (B)(4).